Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was not present for the case. When the resident inserted the aspiration needle into the trocar the clear seal was pushed through the black seals and into the patient. The black seals were also pushed down into the patient. The pieces were able to be removed. There was no patient injury. The surgeon used another port to complete the procedure. Product is available for return. Additional information was received via email on 19jul2023 from the facility: laparoscopic instruments and a scope were used with the trocar. Yes, internal seal components were cut after the procedure. "In order to see where the clear valve came from the outermost black valve was cut after the procedure and removed from the trocar, as well as the inner black valve." Type of intervention: the case was completed using another port. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the dislodged components were provided. Visual inspection confirmed the complainant¿s experience of seal component separation. The black component was identified to be the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on similar events and the provide photos, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was not present for the case. When the resident inserted the aspiration needle into the trocar the clear seal was pushed through the black seals and into the patient. The black seals were also pushed down into the patient. The pieces were able to be removed. There was no patient injury. The surgeon used another port to complete the procedure. Product is available for return. Additional information was received via email on 19jul2023 from the facility: laparoscopic instruments and a scope were used with the trocar. Yes, internal seal components were cut after the procedure. "In order to see where the clear valve came from the outermost black valve was cut after the procedure and removed from the trocar, as well as the inner black valve." Type of intervention: the case was completed using another port. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.